Event description:
It was reported from japan that during a arcr for shoulder rotator cuff tear on an unknown date it was observed that when using the ideal suture shuttle 90 degrees device, the surgeon attempted to proceed a repair with the healix dynatape anchor. After inserting the anchor, the surgeon applied the attached dynatape to the rotator cuff using the suture shuttle in question. The wire of the suture shuttle was removed, and the surgeon tried to relay dynatape by putting it in the kite part of the suture shuttle. Although there was a strong resistance, the surgeon relayed it as it was. Then, the wire part was damaged, and the device in question could not be used for surgery. A new same device was used for surgery. All the tape and the suture were applied to the rotator cuff, and suturing was completed. It was reported that the rotator cuff was thick and had a good quality. The angle was a little steep, which could have been the cause of the strong resistance. The surgeon guessed that the thickness of the tape was relevant. The surgery was completed successfully within 30 minutes delay. It was reported that another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: h4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. The complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (24a04), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review: a manufacturing record evaluation was performed for the finished device lot number (24a04), and no non-conformance was identified.